Event description:
It was reported that the lead was revised on (B)(6) 2014 because it ¿was not working right.¿ it was stated that the lead was moved from the right to the left side. It was mentioned that therapy on the right side was not helping at all and made it worse. It was noted that the patient had seen the manufacturer representative 2-3 times. It was reported that the patient fell and stimulation moved from the pelvic area to the buttock. The reporter attempted to reprogram twice. Since the reprogramming did not help the patient¿s symptoms, the healthcare provider (hcp) chose to revise the lead. During the procedure, the patient felt stimulation in his penis and testicles. Please refer to mfg. Report # 3004209178-2014-08599 for events leading up to the revision surgery.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0c3kz, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va0c3kz, implanted: (B)(6) 2013, product type: lead. (B)(4).